Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness (discomfort from the right side, health issue, joint pain, discomfort with taking off the bra). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent revision breast augmentation with 325cc mentor smooth round moderate profile implants on the right and left side. This patient reported generalized illness (discomfort from the right side, health issue, joint pain, discomfort with taking off the bra), and deflated right implant. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: the device was visually inspected and it was found with no apparent damage. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). An investigation of the returned device was performed, and mentor could not uncover a device failure that could be connected to the reported medical symptoms manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/14/2020, mentor became aware that lot number 7572816 was inadvertently not reported in the previous submissions. Hence, lot number field d4 has been updated to 7572816 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 1/10/2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On 1/23/2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).